Manufacturer narrative:
Hardware low level confirmed in the self test and the downloaded history log due to a arm watchdog (software) failure. Insulin pump error not found during testing. Insulin pump failed the self test and passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error. Customer's blood glucose level was 160 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.